Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. There was no excessive no delivery alarm noted. The pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with no delivery alarm on their insulin pump. The customer's blood glucose level was 500mg/dl. The customer has been treating with the pump. The customer states the no delivery alarm is reoccurring. Troubleshoot was conducted and the customer was advised that there may have been possible occlusion or connection issue in the tubing. The customer did not feel comfortable with pump and requested it be replaced. The customer was advised the pump would be replaced and returned for analysis.